Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager/tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was applied after catheterization procedure. The tr band began to lose air and deflated resulting in a new tr band being placed. There was 12ml of air injected into the tr band when it was applied. The tr band started to deflate immediately. The leak was coming from the large balloon. A 6fr glidesheath slender was used for access. The patient was stable and there was no patient harm. The device did not have noticeable damage. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use inside of a cabinet in the procedure room.